Manufacturer narrative:
The investigation for the reported purge leak - pump issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The bond between sidearm pressure reservoir and filter was damaged when connecting the purge cassette to the pump during initial case setup. It was noted that excessive force was used. The sidearm leaked and the decision was then made to replace the pump with a new impella. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was being prepped, when the team damaged the pump at the purge filter. The team replaced the pump and the support proceeded without harm or injury to the patient.